Event description:
Patient reported that her nebulizer is not working right. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.